Event description:
The initial reporter alleged the occurrence of 13 false reactive results with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 module between 04-jan-2024 and 31-mar-2024. The customer reported that all 13 samples tested reactive with the hiv duo elecsys e2g 300 v2 assay. Subsequent testing of these samples included the vidas hiv assay, which yielded negative results. Additional testing performed at the UK health security agency (ukhsa) reported 8 samples as unreactive, 1 sample as non-specific, and 4 samples with results pending. For the non-specific sample, further testing included the abbott murex combined eia, which was reactive (od/co: 1.173); the biorad eia for hiv-1 p24 antigen, which was negative (od/co: 0.387); and the mp diagnostics ag/ab eia 4, which was negative (od/co: 0.000). The report indicated that the reactivity was likely non-specific, and follow-up testing was recommended. The customer reported a total of 3,885 determinations with the hiv duo elecsys e2g 300 v2 assay during the specified period, with 13 false reactive results, corresponding to a specificity of 99.67% (lower confidence limit: 99.43%, upper confidence limit: 99.82%). The results were not confirmed using western blot or polymerase chain reaction (pcr) testing.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of the reported data indicated a specificity of 99.67% for the assay during the period in question, which is consistent with the expected performance. The investigation was limited as confirmatory testing, such as western blot or pcr, was not performed on the reported samples. Preventive maintenance, including the replacement of measuring cells, was conducted on 03-apr-2024, after which the customer reported fewer false reactive results. The device remains in operation at the customer site, and the customer was advised to follow confirmatory testing protocols as outlined in the assay's method sheet.